Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in proximal obtuse marginal coronary artery. The 2.8x19 mm graftmaster stent system failed to cross due to the anatomy. The graftmaster device was replaced with another same size graftmaster device and the perforation was sealed without any issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.